Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2010, this patient was being treated for an abdominal aortic aneurysm with gore excluder aaa endoprosthesis. A contralateral leg component was being advanced into position; however, the device would not go through the previously implanted trunk-ipsilateral leg component. The physician attempted to take the device out and pull the sheath back in order to redirect the device, but the device got disconnected from the delivery catheter. As the device was being pulled out of the patient, the device snapped. The physician removed the damaged device, and successfully implanted a new contralateral leg component. The device was discarded at the facility. The patient tolerated the procedure.